Event description:
It was reported that patient underwent arthroscopic procedure 2008. During procedure, allthread lactosorb anchor was placed in prepared hole; when tension was placed on the implant, it snapped in half. Patient was opened to find fractured piece. A 30 to 45 minute delay in the procedure was experienced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Examination of returned device was inconclusive; unable to determine cause of device fracture. This report filed december 1, 2008